Manufacturer narrative:
(B)(4). A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for ellips fx phaco handpiece showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints all pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
During a cataract surgery a corneal burn occurred requiring two sutures to close the wound. A description of the event is that the surgeon had entered the sculpt phase of the surgery and noticed bubbles at the tip of the phaco tip. The surgeon observed the wound leakage and noticed that it was white. Two sutures were required to close the wound leakage. In order to continue and complete the procedure, the handpiece and two tips were replaced and there was a 25- minute delay reported. The tips were discarded. Three separate reports will be submitted for the following: two phaco tips as it is unknown which tip was used during the event and the handpiece. This report is for the handpiece. A separate report will be filed for each tip.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.